Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for pericardiocentesis procedure. The lead dislodgement was also observed. During the lead repositioning, the helix was not able to be screwed back into the tissue. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.